Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) there were 01 additional similar complaint reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of dec-2020 through mar-2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period apr-2019 through mar-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/213/67) the device was returned to the factory for evaluation on 25mar2021. Device was investigated on 05aug2021. There were signs of clinical use on the jaws. Speck of blood was observed on the handle. Blood and heavily charred tissue was observed on the heater wire. The heater wire was observed to be completely bent , remaining attached at the base, with disconnection at the tip of the hot jaw. The clear silicone insulation was observed to be intact. No visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. A temperature and resistance test could not be performed due to the condition of the bent wire. Based on the returned condition of the device, the reported failure "electrical issue" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Additional complaint record has been created due to unrelated failure mode (s) tw ID (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped heating. Had to open new kit to finish the case. The hospital did not report any patient effects.